Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported helix event was isolated to excessive force used consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that during implant that the stylet was difficult to remove, and dissection was noted due to the left ventricular (lv) lead. The physician elected to abandon the implant of the lv lead. The patient was in stable condition.